Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold and loss of capture due to dislodgement. The lead was repositioned and inserted back into the implantable pulse generator (ipg) header when a grommet/setscrew problem was noted. After securing the lead by tightening the set screw, the physician gently pulled the lead to confirm proper fixation within the header but the lead came out. The ipg was explanted and replaced due to the inability to achieve stable lead fixation with the device despite multiple attempts. No patient complications have been reported as a result of this event.